Event description:
The facility's tech reported an infusion pump with a 715 failure code that was found during biomed testing. The tech stated that there have been no reports of any pt incident involving the pump since the last baxter service event.